Manufacturer narrative:
Batch review performed on 08 october 2019: lot 150995: (B)(4) items manufactured and released on 26-may-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. Intraoperative breach of the femoral canal, in a case that was probably a proximal femoral fracture or fracture of femoral neck. The fact that the breach was not detected intraoperatively is rather unusual; this led to close the wound and the patient needed reoperation. The cause of this adverse event does not lie in any defective component.

Event description:
After the primary hip surgery on (B)(6) 2019, the patient was in recovery, and had a post-op x-rays taken that showed that the stem had breached the medial aspect of the femoral canal at the level of the lesser trochanter, and was not sitting into the femoral canal as needed. On (B)(6) 2019 (2 days after primary), the surgeon revised the stem implant and broached the canal again. The surgery was completed successfully.